Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the cassettes were hard to get into the pump and the sensor on channel 3 broke during this event. The pressure sensor on channel 2 also malfunctioned. The patient died of sepsis caused by an e. Coli infection. The customer does not allege or attribute any device malfunction to the patient¿s demise.

Manufacturer narrative:
The customer's report that the cassettes were hard to insert was not confirmed. Physical inspection of the device noted the pump c ail assembly had become dislodged from its mount. The malfunctioning pressure sensor on pump b had deformations noted on its surface which are a sign that abuse may have occurred. Analysis of the device logs showed no recorded entries for the reported incident date of (B)(6) 2017. The last recorded usage had a date of (B)(6) 2017 with the time ending at 2:14pm; the recorded events suggest the device was being evaluated by a biomed. On (B)(6) 2017 the error log recorded that the pump b pressure sensor was malfunctioning with the zero setting being out of limit. Cassette insertion was performed as expected with no issues found. The root cause for the customer¿s report of difficulty inserting cassettes into the pump was not identified. The root cause for the pressure sensor malfunction on channel 2 (pump b) was not identified.